Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture, and the patient was having premature ventricular contractions (pvcs). This was going to be discussed further with the physician. No adverse patient effects were reported. The lead remains in service.